Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the failure of an m1663a ECG trunk cable while in use with a heartstart mrx. No pt harm was reported.